Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have low blood glucose of 45 mg/dl and did not receive an alert. Sensor alert history showed that customer did receive two alerts. Customer was assisted in setting up predict alerts and changing threshold suspend.